Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. It was reported as a general comment that the guide wire¿s coils unravel during use. Factors that may contribute to stretched coils include, but are not limited to, manipulation against resistance, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Additionally, factors that may contribute to a break include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported stretched coils cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: date of event is estimated, b6: relevant test/laboratory data date is estimated, d4: the UDI is unknown because the part number and lot number was not provided.

Event description:
It was reported in a general comment that during use of the balance middleweight universal ii guide wire, the coils would unravel. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.